Event description:
It was reported that touchscreen experienced responsiveness issue and customer declined further troubleshooting, so no additional details were obtained. There was no reported impact to the customer¿s blood glucose level. No further action was required, and no additional information was received regarding the outcome of the event.